Event description:
The patient had a total knee replacement in 2010, then he experienced recurrent dislocation and therefore a revision surgery was performed.

Manufacturer narrative:
An approximation as only the year was communicated to us. (B)(4).